Manufacturer narrative:
Catalog number of the initial medwatch report indicates: 3202459. Catalog number of the initial medwatch report should indicate: 3202488.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb and system controller pcb assemblies. Physio-control determined that the cause of the reported failure was due to an integrated circuit, designator u61 on the system controller pcb assembly. This integrated circuit, designator u61 on the system controller pcb assembly caused the device to intermittently lock-up and the service indicator led to go on.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4) 2005. The initial medwatch report should indicate: (B)(4) 2005.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the user interface pcb and system controller pcb assemblies. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device, during a routine pre-shift check would automatically start a user test whenever it was turned on. After completing the user test, the device switched off. The device's other functions were not available. There was no patient use associated with the reported event.